Event description:
It was reported that two days post implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system there were observations of oversensing and high r waves. Subsequently, the patient was brought back to the lab and the electrode was re-positioned and moved to the right sternum. At this time, the electrode and device remain in service. No additional adverse patient effects were reported.